Event description:
The reporter contacted animas on 03/08/2012 indicating that there are air bubbles in the cartridge, and that this has occurred with different cartridge lot numbers. The insulin was reportedly at room temperature before filling the cartridge. There is no indication that the patient has experienced blood glucose excursions related to this. There is no additional information available at this time. This report is being made based on the allegation of air bubbles in the cartridge.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. There was no indication of a missing o-ring. The cartridge was inserted into a test pump with no o-rings slipping off. A leak test and fill test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).